Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon failed to inflate. When it was removed, it was noticed that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported.